Event description:
The lay user/patient contacted lifescan alleging the meter powers off during use. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The customer reported to baxter of an incident regarding the connection to the blood filter being blocked or occluded. This was set for a patient infusion of sodium chloride. This incident occurred on (B)(6) 2010. It is unknown which department this incident occurred in. This incident took place with the clearlink system y-type blood solution set. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.